Manufacturer narrative:
The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model a model zcb00 tecnis monofocal iol (intraocular lens) was observed cracked and torn on each side after implanting in patient's eye. Reportedly, the customer used a non-johnson & johnson injection system. Lens was implanted and left in the capsular bag and is expected to be exchanged, but no definite date has been scheduled yet. There was no patient symptoms reported. The customer has been advised to use johnson and johnson injections systems with the lenses. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).